Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch# kjz182, exp. Date: 07/31/2018, MFR. Date: 08/10/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the initial procedure? ¿cervical spine surgery but detail is unknown. What was the indication for the initial procedure? ¿no information. What anatomical location was the 20 cm incision? ¿the fascia around the cervical spine. What was the implant in the neck and how was it secured? ¿no information. Can you describe how much of the ¿ surgical wound was opened¿? ¿no information. Where along the line did the stratafix suture break (termination, middle, end)? ¿no information but break point is at least 2 places. Do you have any photos of the stratafix suture during second procedure? ¿no, we don¿t. Do you have any photos of the vicryl suture during second procedure? ¿no, we don¿t. What is the current condition of the patient? ¿as of (B)(6), the patient was in the hospital. The postoperative course was good, and infection was not observed. We have not been updated since then.

Event description:
It was reported that the patient underwent a cervical spine surgical procedure on (B)(6) 2017 and the barbed suture was used to close the fascia around the cervical spine by continuous suture. The postoperative course was good, and the patient was discharged from the hospital. On (B)(6) 2017, when the patient put his chin down, the surgical wound was opened with a snapping sound and then, an implant in the neck was exposed. On the same day, the patient underwent a re-operation. During the re-operation, it was observed that the barbed suture was broken/ separated in three pieces and buried in the fascia. The affected suture and broken pieces were disposed of and the wound was re-closed with another device by interrupted suture. Besides, the upper layer of the fascia was double-sutured by interrupted suture and the dermis was closed with another suture as well. The surgeon opined that the barbed suture had a problem, and this caused the wound dehiscence. As of (B)(6) 2017, the patient was in the hospital. The postoperative course was good, and infection was not observed.